Manufacturer narrative:
(B)(4) remedial, corrective and preventive action was taken by the healthcare professional in the original planned surgery session. The multifocal iol subject to this report was explanted and exchanged for a back-up lens "without incident". Prior to successful implantation of the back-up iol the surgeon encountered another incident during use of a rayner product - this event has been documented in a separate MDR report (ref. 9611165-2013-00074). The healthcare professional in correspondence with the rayner representative stated he puts the incident down to his own experience and has requested additional lens loading training to prevent the recurrence of the event. A date for training has been scheduled with the healthcare professional by the rayner representative. Without the ability to examine the device and without clear event details being provided a failure mode and root cause are extremely difficult to ascertain. Based on the information available and the event description of the leading haptic being broken upon implantation we are able to conclude that this damage is consistent with a loading error. Rayner multifocal iols are not available on the market in the united states of america (USA); however, do feature the same haptics as the c-flex 570c and c-flex aspheric 970c iols which are available on the market in the USA.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a multifocal intraocular lens (iol). The event description provided by the healthcare professional states "the leading haptic was broken in the first lens that I injected, necessitating explantation."